Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 3 continued to fail. The field service engineer (fse) was informed by the customer that tower door 3 was intermittently failing and producing a clicking sound during medication access. The fse addressed the issue by replacing all latches on doors 1 through 4 with updated versions. Following the replacement, all doors were tested and were functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, ER pyxis door 3 continues to be failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.